Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters sheared trying to insert on the same patient. The following was received by the initial reporter: the had two catheters shear trying to insert on the same patient. They had to restick the patient. Response received 28 july 2023 are you able to describe the ¿catheter shear¿ in details? Was the catheter defective/ damaged? It did not appear defective prior to insertion. After withdrawing catheter from the patient, it was noted that the cath was torn along the length of the catheter. How was the patient outcome? Are there any clinical signs, health consequences or impact? No consequences other than requiring multiple IV attempts. Did the event involve an urgent/life threatening medical situation? No. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters sheared trying to insert on the same patient. The following was received by the initial reporter: the had two catheters shear trying to insert on the same patient. They had to restick the patient. Response received (B)(6) 2023. Are you able to describe the ¿catheter shear¿ in details? Was the catheter defective/ damaged? It did not appear defective prior to insertion. After withdrawing catheter from the patient, it was noted that the cath was torn along the length of the catheter. How was the patient outcome? Are there any clinical signs, health consequences or impact? No consequences other than requiring multiple IV attempts. Did the event involve an urgent/life threatening medical situation? No. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.